Event description:
It was reported patient underwent distal femur plating procedure on (B)(6) 2012. Subsequently, the surgeon attempted to reposition the plate and found two (2) distal screws and one (1) proximal shaft screw unable to be removed resulting in a delay greater than thirty (30) minutes. A torque limited screwdriver was used to finish the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01337/01339).